Manufacturer narrative:
Product analysis (device) device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and tip capture release handle in the home position. There was no deformation evident to the device. A 0.035-inch mandrel was loaded via the taper tip; a blockage was detected within the taper tip. The guidewire was inserted via the backend luer and advanced; a blockage was detected within the taper tip. A 0.035-inch mandrel was inserted vis the luer. Coating residue was removed from the taper tip on advancement of the mandrel. The reported blockage was confirmed through analysis. Product analysis (video): an 8 second video received from the account shows the unsuccessful attempted loading of the guidewire via the taper tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 250mm thoracic aortic dissection. It was reported that during the index procedure, guidewire loading problems were expired. An alternative stent graft was used in the procedure instead. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.